Event description:
It was noted at a device change out procedure that this lv pace/sense is intentionally switched with the rv lead in the header. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).